Manufacturer narrative:
The philips remote service engineer (fse) talked to the customer and confirmed the system was constantly rebooting which caused the system to be offline. The reason of the rebooting was not confirmed. As the unit was continually rebooting the rse was not able to get any logs out of the machine. The rse advised to rebuild the system and therefor to reload the software. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The device was operational to its specification after the software was reloaded. The device remains at customer site. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A philips remote support engineer found that the unit is shutting down and restarting after opening the pic ix software. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported floor 2 and 3 are offline due to the patient information center ix on floor two. The device was in use on a patient. There was no report of patient or user harm.